Event description:
Caller reported damage to tandem charging cable, and charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for replacement charging supplies to be sent via 2-day shipping.